Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a retracta detachable embolization coil unraveled. The device was required for an endovascular aneurysm repair (evar) procedure to embolize the internal iliac artery. No damage to the device was noted upon opening the package. During the procedure, the coil was advanced through a competitor's catheter; however, the coil unraveled in the catheter. The coil was removed, and the embolization was completed using another retracta coil. No other embolic treatments were used. It was noted that the physician flushed the catheter before each coil deployment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, device history record, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported device lot and related subassembly lots found no relevant nonconformances relevant to the failure mode. A complaint history search identified no other events reported for a related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [t_mwcer_rev6], supplied with the device states the following in consideration of the reported failure mode: instructions for use "1. Perform an angiogram and measure the diameter of the vessel to be occluded." "6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip." "Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it." "Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." "8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can be either felt or visualized under fluoroscopy.¿ based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a retracta detachable embolization coil unraveled. The device was required for an endovascular aneurysm repair (evar) procedure to embolize the internal iliac artery. No damage to the device was noted upon opening the package. During the procedure, the coil was advanced through a competitor's catheter; however, the coil unraveled in the catheter. The coil was removed, and the embolization was completed using another retracta coil. No other embolic treatments were used. It was noted that the physician flushed the catheter before each coil deployment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H3: device not returned. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.